Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, the patient had a low rectal carcinoma, 8cm from the dentate line. The left colon was mobilized laparoscopically then the abdomen opened and a total mesorectal excision was undertaken down to the pelvic floor. The rectum was excised using a contour 35 stapler, but although this amputated the rectum just above the anal canal, the stapler "failed to fire correctly" leaving both limbs of the rectum open. This allowed contamination of the peritoneum which led to further surgery to create an ileostomy. A rectal stricture has occurred that has not responded to dilatation. Further surgery is likely; wound infection.